Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Event description:
Corporate product surveillance received information concerning an unknown quantity of vial mates that were leaking medication from the adapter. The facility contact thinks this was a user error issue. The nurses were new and hadn?t had enough experience in using the vial mate. This issue was observed during set up. No patient involvement. No additional information is available.